Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle. T2 was returned which is heavily damaged. The distal end of the depth limiter is damaged/crumpled. This condition is consistent with over penetration during deployment of t1 which resulted in t2 being stripped off the needle. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix 360 curved needle delivery system had a simultaneous deployment. As t1 had been already secured in the meniscus, it was necessary to remove it. A back-up device was available to complete the procedure without any delay. The patient was not stated to be injured.